Event description:
It was reported that: there was a partial occlusion in the vessel that the physician thought was due to a dissection in the cfa. Balloon was used to resolve. Additional information on 03mar2023: during a tavr procedure on (B)(6) 2023 micro puncture and ultrasound were used to gain central access in the right common femoral artery. Vessel size was 7.5mm with no reported calcification or tortuosity. Measured depth for the manta was 6mm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 123/46mmhg and act was 310 prior to closure. Both heparin and protamine were administered intravenously during the procedure. Time to hemostasis was immediate but it took 10 minutes to balloon the dissection. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted revealed a filling defect and potential dissection resolved and normal flow returned. The device lot history record review indicated during lot release of manta lot a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. A central positioned access was gained utilizing micropuncture and ultrasound guidance. The arteriotomy was greater than 7.5 mm, no calcification or tortuosity, with a measured depth of 6.0cm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta device was deployed to the measured depth, and hemostasis was immediate. A post-angiogram revealed a partial occlusion, and the physician thought it was due to a dissection in the common femoral artery. Balloon inflation was applied for ten minutes, and blood flow was restored. The device was not returned, there is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma.

Event description:
It was reported that: there was a partial occlusion in the vessel that the physician thought was due to a dissection in the cfa. Balloon was used to resolve. Additional information on 03mar2023: during a tavr procedure on (B)(6) 2023 micro puncture and ultrasound were used to gain central access in the right common femoral artery. Vessel size was 7.5mm with no reported calcification or tortuosity. Measured depth for the manta was 6mm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 123/46mmhg and act was 310 prior to closure. Both heparin and protamine were administered intravenously during the procedure. Time to hemostasis was immediate but it took 10 minutes to balloon the dissection. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.